Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) accessed the device and performed a functional assessment at the station. The fse logged into the system, navigated through multiple screens, and performed various operational checks including inventory verification while observing the display behavior. The fse noted that the screen colors shifted during operation but did not remain distorted when the display position was adjusted. The fse confirmed through staff feedback that no consistent abnormal color issue had been observed. The fse determined that no fault could be reproduced and concluded that no issue was found. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the monitor displayed colored lines across the screen. The customer initially observed a pink discoloration spreading across the display and was unable to use the touchscreen. After the cabinet was power cycled, the display showed green lines across the screen. Although the user was able to sign in, abnormal background movement remained visible on the monitor and was not observed during remote access, indicating a display hardware issue. There were no delay or adverse events or injuries reported based on this event.